Manufacturer narrative:
The insulin pump passed the reset error test and the self test with no error alarms. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received an external ram crc error and an unexpected restart alarms. The customer's blood glucose level was 122 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).